Event description:
The patient had total knee arthroplasty a couple of months ago. The patient developed mechanical failure of the tibial component,locking mechanism. The md changed locking bar today and wanted to send old locking bar to company.